Manufacturer narrative:
Additional information: h6-device evaluation. Lens returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic deformed/stretched out. Dimensional inspection found the lens to be within specifications. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4), "UDI related data quality updates only". Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate visit the lens was exchanged for a longer length lens. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).